Event description:
It was reported that the homechoice (hc) was not recording information correctly. The home patient (hp) stated, the hc was performed therapy correct but the numbers after therapy do not match what therapy was. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A review of the device logs verified the therapy numbers didn't match the programmed values. The device passed both rite electrical and functional testing. A check of the pneumatic system found all pressures stable and correct. A short simulated therapy was completed and passed successfully without delays or alarms. The direct cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.